Manufacturer narrative:
Initial reporter: there was no contact name provided. Reporter¿s phone number: (B)(6). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device had rotations per minute (rpm) below specification. Therefore, the reported condition was confirmed. It was further reported that the device had a weak motor, jammed bearing and damaged hose. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from italy that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device had rotations per minute (rpm) below specification. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.